Manufacturer narrative:
Distribution history: this complaint unit was manufactured at csi on 8/9/2006 under wo #(B)(4) and shipped on 08/18/2006. Manufacturing record review: a review of the device history record could not be located at the time of this investigation. Should the device history record be located going forward this complaint will be amended accordingly. Incoming inspection review: not applicable. Service history record: this unit was serviced december 28, 2016. The foot pedal and the active adaptor was replaced. No other records exist for this unit before or after 2016. Historical complaint review: a review of the 2-year complaint history showed 2 similar reported complaint condition. One was due to a worn pad adaptor and the other was not confirmed as the unit functioned to specifications. Product receipt: the complaint unit was processes for return under RMA #347448. However, the unit was not returned. Visual evaluation: a visual evaluation could not be completed as the complaint unit has not been returned to coopersurgical. If the unit should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: an evaluation could not be completed as the complaint unit has not been returned to coopersurgical. If the unit should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: based on the description, the customer had used a 'bovie' patient pad which is not the same pad (6050p1) as the one provided with the unit originally as well as the (23635) pad adaptor. Both are still available through the coopersurgical website. The complaint description suggests the issue is more likely to have involved the pad used or how it was applied. No corrective actions are applicable at this time as the unit was not returned for an evaluation. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed.

Event description:
No additional information is available.

Manufacturer narrative:
Updated: g3, g6, h2, h10. Corrected: d1, d4. D4: UDI: unknown. Found during preliminary investigation that the model number reported was incorrect. The investigation is ongoing and a supplemental report will be filed upon completion.

Event description:
No additional information is available.

Manufacturer narrative:
Customer has indicated that the product will not be returned to cooper surgical for investigation. The product remains at the customer's facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a loop electrosurgical excision procedure. At the end of the case, when the bovie pad was removed from the patients left posterior thigh, a small wound was observed. The wound was appx 1-1.5" with small brown edges and peeling epidermis in the middle. Patient had no other observable injuries. Antibiotic ointment, 2x2, and tegaderm were applied. Pt discharged home the same day after procedure. No additional information is available. 1216677-2023-00092 l100 leep system 2023-05-0000575.